Manufacturer narrative:
Stryker further evaluated the customer's device and was unable to observe the pushed in therapy pin. However, it was observed that the device was unable to complete a boot cycle. Stryker determined that the cause of this observed issue was due to 4 fets, q71, q72, q73, and q74. The fets were electrically overstressed. The cause of the pushed in therapy pin could not be determined. The returned device was scrapped by stryker and the customer received a replacement device.

Event description:
A stryker service representative was performing routine preventative maintenance on the customer¿s device and observed one of the therapy pins in the device was pushed in. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Stryker evaluated the customer's device for preventative maintenance and observed the reportable issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A stryker service representative was performing routine preventative maintenance on the customer¿s device and observed one of the therapy pins in the device was pushed in. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.